Manufacturer narrative:
Medical device problem code : (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment of esophageal varices procedure performed on (B)(6) 2022. During the procedure, after deploying two bands successfully, the device was stuck and would not deploy bands off of the ligator cap. The remaining bands were detached and the outer bands were tied together. It was reported that the procedure was completed; however, there was no information as to what device was used to complete the procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, the photo showed the handle assembly of the device and it was observed that the trip wire was not secured. The reported event of bands unable to deploy was confirmed. Upon media analysis, it was observed that the trip wire was not secured. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found from the provided photo of the handle assembly, reflecting that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contributed to an inaccurate deployment of the bands, which could have resulted to an improper deployment of the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment of esophageal varices procedure performed on (B)(6), 2022. During the procedure, after deploying two bands successfully, the device was stuck and would not deploy bands off of the ligator cap. The remaining bands were detached and the outer bands were tied together. It was reported that the procedure was completed; however, there was no information as to what device was used to complete the procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment of esophageal varices procedure performed on (B)(6) 2022. During the procedure, after deploying two bands successfully, the device was stuck and would not deploy bands off of the ligator cap. The remaining bands were detached and the outer bands were tied together. It was reported that the procedure was completed; however, there was no information as to what device was used to complete the procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that there were six bands attached in the ligator head and some of them were overlapped and moved from their position. The ligator head teeth were damaged/bent and the handle present marks of trip wire secured, which are consistent with the findings when the device was observed under magnification. Per media analysis, the photo showed the handle without the trip wire secured; however, it is possible that it was post manipulated. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved. This suggests that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during procedure and/or event anatomical factors. Once some of the knots got dislocated, the suture thread would have encountered difficulties releasing the bands. It is possible that these difficulties encountered caused the inability of the device to deploy the bands, and the tension on the device, consequently, damaging/bending the ligator head teeth. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.